Event description:
Surgeon reported that the pt underwent surgery for a band slippage and the vg lap-band system was replaced with an apl lap-band. Device will not be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/nov/09. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis but it was discarded by the reporter after the surgery. Allergan will not received the product. Therefore no analysis or testing will be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows" "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."